Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high, out-of-range pacing impedances (greater than 2000 ohms). The physician noted that the patient had twiddler's syndrome. The physician also sutured down the device during the lead replacement procedure. No additional adverse patient effects were reported.